Event description:
Boston scientific crm received information that the patient implanted with this device reported feeling lightheaded while driving. The patient safely pulled over and lost conscience. The patient regained consciousness after receiving a shock.

Event description:
Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
A review of the episode details notes that the patient was in normal sinus rhythm. Then the patient had either some premature ventricular contractions and/or junctional beats and the rhythm did not return to normal sinus. The device was programmed to pace at 40 bpm. The device started to pace which accelerated the patient's rhythm to ventricular fibrillation. The device properly detected and delivered critical therapy. The patient rhythm returned to normal sinus following a 23 joule shock. Technical services recommended programming changes to prevent recurrence.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.